Event description:
In 2007, the lay user/patient contacted lifescan alleging an unknown error message on her one touch ultra meter. She was unable to report when the error message first occured. After the issue began, the patient indicated that she developed symptoms of feeling shaky, sweaty, visual impairment, and dizzy. She went to the emergency room (ER) on an unknown date and was treated with food/drink. She stated that her blood glucose was tested on the ER's meter, but cannot recall the result. The patient was unable to troubleshoot the error message since she no longer had the test strips and control solution. This complaint is being reported, because the patient allegedly developed symptoms of feeling shaky, sweaty, visual impairment, and dizzy after obtaining the error message. Replacement products were sent to the patient.